Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of over 400 mg/dl. To address the bg level, the customer administered manual injections. Additionally, the customer changed the supplies on the pump and did not notice any issues with the supplies. At the time of the reported even, the customer's blood glucose (bg) level was 177 mg/dl.